Event description:
It was reported that the transmitter unpaired itself. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with nordic bluetooth device: passed. There was no data in the share log to review. Confirmation of the complaint is undetermined. The probable cause could not be determined via product. No injury or medical intervention was reported.